Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR #1225714-2014-04508 and 1225714-2014-04509.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-04508 and 1225714-2014-04509.